Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, the available black box and alarms history show no evidence of any cs. There were no cs alarms were duplicated during investigation . Pump cover was removed no evidence of moisture ingress or damage components. The complaint regarding cs alarm was reported on (B)(6)2018 , according to the pump history the pump was used for basal deliveries until (B)(6)2019 . Therefore all black box and alarm history has been overwritten for time of complaint . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.